Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: can you please clarify, when the round piece fell onto the operating field, was the piece retrieved? Will it be returning with the device for analysis? Or was it disposed of? Were there any patient consequences due to the event? The following response was received: as per the nurse, the round metal piece fell while they were assembling the gun before handing over to the surgeon. They were able to retrieved the metal piece but was disposed after. They decided not to use the gun and just open a new stapler gun for the procedure. No untoward incident happened to the patient.

Event description:
It was reported that during a hemicolectomy procedure, a round metal part of the linear cutter fell on the operating field when surgeon about to use the stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. Batch # p57v9x. The analysis found that one ntlc75 device was returned with the right bearing missing, the shroud was noted damage on the same side of the missing bearing; the damage noted was a scratch. The device was loaded with an unfired reload. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.